Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport MRI isp implantable port attached to a groshong catheter in two segments were returned for evaluation. Gross visual, microscopic visual, tactile and functional evaluations were performed on the returned device. The investigation is confirmed for the reported fracture, material separation and identified deformation and wear issues as a complete circumferential break was noted approximately 5.9cm from the distal end of the cath-lock. The edges of the complete circumferential break was noted to be uneven and the surface was noted to be glossy and granular in one region and round in another region. Further a compound break was noted on the catheter approximately 0.8cm from the proximal end of the distal catheter segment. The edges of the compound break was noted to be uneven and the surface was noted to be round and glossy. Further, the investigation is also confirmed for the identified material erosion issue as 5.0cm and 10.0 cm depth marks were found eroded. The investigation is inconclusive for the reported migration issue as the exact circumstances at the time of the reported event cannot be verified. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. Such kinking may have physiological, placement, usage or mechanical contributing factors. A definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that three years and three months post port placement procedure, the catheter of the device was allegedly found to be broken and separated. It was further reported that the distal catheter segment migrated into the patient. The distal catheter segment and the port body were removed off the patient. The current status of the patient is unknown.

Event description:
It was reported that three years and three months post port placement procedure, the catheter of the device was allegedly found to be broken and separated. It was further reported that the distal catheter segment migrated into the patient. The distal catheter segment and the port body were removed off the patient. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway.

Event description:
It was reported that three years and three months post port placement procedure, the catheter of the device was allegedly found to be broken and separated. It was further reported that the distal catheter segment migrated into the patient. The distal catheter segment and the port body were removed off the patient. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: g3, h6 (method) h11: h6 (result, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.